Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). The target lesion was located in the moderately tortuous and mildly calcified lad. The lesion was predilated with a semi compliant 2.0 x 12mm balloon. A 24 x 2.50mm promus elite drug eluting stent was deployed with no issues encountered, the balloon inflated and the stent fully deployed. Post dilatation was performed with a 2.50x12 and 2.75x10 nc balloon. After post dilation, a proximal edge part of the stent dissection was observed. A 20 x 2.75mm promus elite stent was deployed it proximally and overlapping to cover the dissection, and completed successfully the procedure. There were no further patient complications, the patient was stable and fully recovered at the end of the procedure.